Manufacturer narrative:
(B)(4). Concomitant medical products: 214227070, 2.7mm calib drill bit, zb170803. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03650.

Event description:
It was reported that a drill bit cold-welded to the drill guide during drilling. No harm to patient. No delay in surgery. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical device UDI - (B)(4). Complaint sample was evaluated and the reported event was confirmed. The reported drill bit is stuck in the reported guide. The outer diameter of the guide was found to conform to specifications but it was not possible to measure the internal diameter of the guide, due to the presence of the drill bit. DHR was reviewed and no discrepancies relevant to the reported event were found. The device is believed to have been conforming to print when it left zimmer biomet control. Based on available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 214227070, 2.7mm calib drill bit, zb170803, 110017537, 3.2mm calibrated drill bit, unknown, kw20ss, s3 k-wire 2.0x152mm (6 in) ns, unknown, kw20ss, s3 k-wire 2.0x152mm (6 in) ns, unknown, kw20ss, s3 k-wire 2.0x152mm (6 in) ns, unknown, 110030300, prx hum hi plt lt 3h 80mm, unknown, 110017728, screw t15 lp cort 3.5x28mm ns, unknown, 110025330, 3.2mm pegs 30mm, unknown, 110025330, 3.2mm pegs 30mm, unknown, 110025328, 3.2mm pegs 28mm, unknown, 110025328, 3.2mm pegs 28mm, unknown, 110025326, 3.2mm pegs 26mm, unknown, 110025340, 3.2mm pegs 40mm, unknown, 110025340, 3.2mm pegs 40mm, unknown, 110025344, 3.2mm pegs 44mm, unknown, 110025344, 3.2mm pegs 44mm, unknown, 110025334, 3.2mm pegs 34mm, unknown, 110025334, 3.2mm pegs 34mm, unknown, 816135022, 3.5mm cort lock scr 22mm ns, unknown, 816135022, 3.5mm cort lock scr 22mm ns, unknown, 110017724, screw t15 lp cort 3.5x24mm ns, unknown.